Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, the device alarmed "connect electrodes" and the operator had to hold the therapy cable onto the device therapy connector to deliver two shocks. The report further states the device subsequently failed to deliver additional shocks. A backup AED was used as a backup defibrillator and the patient transported to the hospital. The patient's outcome is unk.